Event description:
Pt reported obtained back-to back blood glucose results of 573 mg/dl and 83 mg/dl, while using the suspect device. Pt indicated that no action was taken based on these results. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.